Event description:
It was reported that a patient died coincident with automated peritoneal dialysis therapy (apd). The cause of death was reported to be due to ¿heart issues¿, further described as a ¿heart related event¿. It was reported that the patient was in ¿afib (atrial fibrillation) all the time¿. The patient was not hospitalized prior to death. The patient was found unresponsive on the floor of his home. It was not known how long the patient remained on the floor prior to being found. Medical intervention was not reported. Apd was ongoing until the time of death. The patient was not connected to the homechoice device at the time of death. An autopsy was not performed. The death certificate was not available at the time of this report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.